Manufacturer narrative:
The company rep examined the system and replaced the base switch assembly and ethernet cable assemblies (B)(4). The system was then tested and met all product specifications. A review of the system's event log was able to confirm the reported system message. No samples were returned for eval and no additional info was provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate 1 similar report for this system. The root cause cannot be determined. (B)(4).

Event description:
A nurse reported an ongoing system message that displayed when the surgeon was using the laser for a vitrectomy procedure to repair a retinal detachment. The surgeon stopped the procedure, "plugged" the eye, clamped the infusion line, and switched to a stand alone laser in order to complete the surgery. There was no pt harm reported.